Event description:
It was reported that the customer passed away after experiencing hypoglycemia. The caller stated that the customer was wearing the insulin pump at the time of her death. The caller had no further information. Advised the caller to have a family member call in with any information they might have regarding the customer's death. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.